Event description:
The customer stated she was hospitalized for low blood glucose levels. The blood glucose levels were not reported. The customer stated that she was gardening and lost consciousness prior to the hospitalization. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.